Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The instrument channel was leaking. The distal end plastic cover was scratches and dents. The bending section glue was white and had cracked. The objective lens cement was peeling, and the edge was chipped. The light guide lens cement was worn, and the edge had cracks and chips. The light was out on the light guide lens bundle. The evis image had a stain and white dots were seen on the orange cone. Switch three (3) had a large chip with a cut and switch four (4) had chip mark. The insertion tube had small dents, snakiness, and scratches. The control body plate was bent. The light guide tube had scratches and small dents. The control knob had play. The labeling was not properly affixed, was peeling and had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing of the evis exera ii colonovideoscope in a medivator advantage plus automated endoscope reprocessor (aer), the aer presented an error which indicated the scope had a minor leak. The user was not seeing any leak while testing the scope in the sink, therefore it was unknown where the very small leak actually was. No patient injury reported. During the evaluation of the device, it was noted there was the white residue on both sides of the air/water channel and foreign material exiting the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the white residue on both sides of the air/water channel and foreign material exiting the air/water nozzle due to insufficient or incorrect reprocessing due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. The device's reprocessing manual provides the following warning, which may help to prevent the issue: ¿- to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.